Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that ems assisted him for a low blood glucose of 36 mg/dl on (B)(6) 2016. The customer's spouse found him unresponsive so she called the paramedics. The customer was given a glucose shot via the mouth and took him to the hospital. At the hospital he was treated for the lows. Troubleshooting was declined for the low blood glucose. The customer was assisted with adjusting his basal rates. The insulin pump was not returned for analysis.